Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) found that the large syringe was broken with a worn screw. The fse replaced the large syringe in order to resolve the issue. The fse proceeded to perform preventive maintenance on the g8 analyzer and confirmed proper operation. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. The most probable cause of the reported 706 syringe-l error messages was due to a broken large syringe. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
A customer reported getting 706 syringe-l error messages with the g8 instrument. The customer reported that the hemolysis and wash solution was not empty and the sampling needle assembly was not bent either. The customer re-booted the g8 analyzer, but the error persisted. The customer was unable to run and requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer a small syring was returned for further evaluation. Functional testing was unable to be performed because the syringe was broken and unstable. The small syringe was mechanically damaged in the field. Part failed and was discarded. Corrected data: see PMA/510k.